Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6944; implantable tachy lead, 2004 (B)(6); 4574, implantable pacing lead, 2004 (B)(6); 4193, implantable pacing lead, 2004 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard a patient alert and presented for an interrogation. Interrogation of the bi-ventricular (bi-v) implantable cardioverter defibrillator (ICD) showed the rv lead was experiencing high/rising thresholds and fluctuating impedances. An x-ray revealed the lead may not have been fully inserted into the device connector block. The lead was re-inserted and re-secured to the device, which resolved the problem. The system remains in use. No patient complications have been reported as a result of this event.